Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's new insulin pump had alarmed a motor error during rewind. Troubleshooting was not done for the alarm. The customer's blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. Unit was received with cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address/serial number label.